Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the pulmonary artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, when the balloon was inflated at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age of time of event: 18yrs or older. Initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination of the device revealed that the balloon has a pinhole at the distal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the pulmonary artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, when the balloon was inflated at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.